Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: on (B)(6) 2008; inratio: 3.8; lab:6.0. On (B)(6) 2008; 2.8; 4.3. Per text "she had bloody mouth (B)(6)." This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: on (B)(6) 2008; inratio: 3.8; lab:6.0; mean: 4.9; confidence limits: 2.8-7.2. On (B)(6) 2008; 2.8; 4.3; 3.5; 2.2-5.3. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. Per text "she has low hemoglobin -29%". Caller didn't follow the package insert. Products misused. Products will be tested when returned.